Event description:
A call was received through technical services reporting lead fracture and oversensing. The lead was explanted and returned with a report of fracture and 'several' inappropriate shocks. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; partial lead in segments returned and analyzed.